Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent laparoscopic supracervical hysterectomy due to sui, cystocele, vaginal vault prolapse. It was reported that patient underwent mesh revision, excision of painful breast scar contractures, suction/aspiration of upper abdominal mass on (B)(6) 2010. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria

Manufacturer narrative:
It was reported that patient underwent mesh revision, partial vaginectomy, and diagnostic cystoscopy on (B)(6) 2010 due to painful vaginal scar contracture.